Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise leading to inappropriate shock. Insulation breach near the suture sleeves in the pocket was noted. Additional information indicated that this lead was fractured. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.